Manufacturer narrative:
Updated investigation coding.

Manufacturer narrative:
Updated health impact grid

Event description:
During a patient use event, the user is reporting the device did not deliver a shock. The patient outcome is unknown.